Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited capture, sensing, and impedance anomalies. Chest x-ray was performed and revealed the lead had perforated the heart. The lead was explanted. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.